Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting-pre-anesthesia a da vinci-assisted anterior retroperitoneal surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that the system was giving error 1162 on universal surgical manipulator (usm) arm 1. Prior to calling tech support, the nurse had restarted the system, but the error persisted. Live logs confirmed error 1162 pointing to axes controller spar (acs) in usm1. The tse asked the caller to inspect the sensor pins and to insert a cannula, but the issue remained. The tse guided the nurse to perform a power cycle including emergency power-off (epo), which did not solve the problem. The tse then guided her to disable arm 1 and explained that the system could be used with 3 arms. The nurse contacted the responsible surgeon, who agreed to use the system with 3 arms. The surgery was scheduled to start as planned. The nurse requested their intuitive surgical (is) field service engineer (fse) as soon as possible to resolve the issue, and the tse informed the responsible fse. There was no reported injury. The issue did not cause any delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and 1162 error was found indicating ac magnetic cannula sensor fault reported by the acs board in usm1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check cannula was found to be failing, replicating the reported event. Once testing was completed, the acsc was aba tested and was verified to be the source of the fault.